Event description:
Complainant alleged that during routine testing, observed the charge light blinking, a burning odor and the device would not power up. There was no pt involvement during the reported malfunction.